Event description:
It was reported that when using the bd pyxis¿ es server, patient orders were not updating for two patients. The orders for these two patients were not transferring from cerner to pyxis, while orders for other patients and other facilities were crossing correctly. For patient 1, examples included prednisone (order ID (B)(6)) and azithromycin (order ID (B)(6)). For patient 2, the medication order with ID (B)(6) had previously crossed into pyxis but was not updating with new comments. Both patients were observation patients; however, other observation patients did not exhibit this issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient order was not updating for 2 patients. A technical support specialist found that several orders and active directory team messages were not processing. Restarted four services to jump start processing and then verified that the previously missing order and active directory team messages were processing correctly. The system functioned as intended after the technical support specialist troubleshot the issue.